Event description:
Received letter from attorney claiming client sustained personal injuries due to a pride product. No further information.

Manufacturer narrative:
The serial number and date of manufacture have not been provided at this time. The device has not been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.